Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the 30cc tokai balloon ruptured. There was no patient harm reported.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was in use on a patient, the 30cc tokai balloon ruptured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected field: b3; event date has been updated to 05/11/2023 from 05/12/2023. A getinge field service engineer (fse) evaluated the iabp unit and blood contamination was not observed. Batteries and tidal disk have expired and are replaced. Completed repair with all functional and safety tests per manufacturer specifications.